Manufacturer narrative:
It was reported that pins broke. It is unknown the quantity and if there was an intervention. The associated devices were not returned for evaluation. Therefore a product analysis could not be performed. After repeated requests, smith and nephew has been unable to obtain device details. As device details were not made available, device history record and complaint history review cannot be completed. A relationship, if any, between the devices and the adverse event could not be corroborated at this time. No medical documents were received for investigation. Therefore no medical assessment can be performed. Without the return of the actual products involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the devices or additional information be received, the complaint will be reopened.

Event description:
It was reported that pins broke. It is unknown the quantity and if there was an intervention.